Manufacturer narrative:
Findings: unit passed self-test and displacement test. Unit was monitored for 2 days. No e14 or e18 alarms were noted. However unit alarmed e15. Problem isolated to m/b. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm e14, e18 and had crack near reservoir window. Customer's blood glucose was unknown mg/dl.